Event description:
This pt was admitted for an elective cardiac cath in preparation for upcoming surgery. A cypher stent was placed in the rca which had a 75% occlusion. They were put on plavix and asa which was discontinued the next day due to a gi bleed. Six days after the cath, they were discharged and went directly for doppler studies at the md's office. They c/o chest pain, were taken to the ed, diagnosed with ami and had an urgent cath and successfull intervention of the occluded stent, which md felt was due to the pt's cessation of plavix.